Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her one touch ultra2 meter had a power issue ¿ does not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged power issue first occurred on the (B)(6) 2014, at 11:00pm. The patient manages her diabetes with insulin (self-adjuster). The patient detailed she took no action as part of regular diabetes management routine due to the alleged power issue. The patient reported on the (B)(6) 2014 at 3:30pm, after the alleged issue began, she claimed to develop symptoms of ¿dizzy, thirsty¿ after the alleged product issue. However, the patient denied she received any treatment. At the time of troubleshooting the csr noted that there was no misuse of the product, the correct strips were being used, the test strips were not counterfeit and it was not the first time the product was being used. Csr also noted when pressing the power button the meter did not turn on; the batteries did not require replacing. It also did not turn on when inserting a new strip and, the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged power issue could not be ruled out as a cause or contributor to this event.